Event description:
The rptr did back to back blood glucose testing and got results of 166, 167 and 80 mg/dl. Testing was done within mins, using separate fingersticks. Rptr stated that he had felt weak and dizzy. A control solution test was within range 136. On follow-up, the rptr stated that he had performed another back to back test that morning which had resulted in 102 and 118 mg/dl.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8